Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged guidewires was confirmed but the exact cause remained unknown. The product returned for evaluation was three 0.018¿ x 35cm guidewires and kit components for a 4.5fr ptfe microintroducer kit. Each wire was visually and microscopically examined, and anomalies were found on all three. Sample 1: one slight bend was seen near proximal end of the wire and disjoined coils were seen near the distal tip of the wire sample 2: two bends in the wire were seen along the wire and the distal-most coil was misplaced at the distal tip of the wire. Sample 3: returned within a guidewire hoop and the distal-most two coils were misplaced at the distal tip of the wire white crystalline residue, similar to saline residue, was seen on each wire and the grind pattern appeared to be continuous on the two samples with misplaced coils. This suggested that the damage which caused those two wires to become misplaced occurred after that manufacture step. No evidence was seen which suggested a root cause to the event. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the end of the guide wire appears bent. On (B)(6) 2018 - three returned wires are unraveled. This report addresses wire 1.